Manufacturer narrative:
Concomitant products: product ID 37752, serial# (B)(4), product type recharger; product ID 3387s-40, lot# v014033, implanted: (B)(6) 2006, product type lead; product ID 37612, serial# (B)(4), implanted: (B)(6) 2011, product type implantable neurostimulator; product ID 748251, serial# (B)(4), implanted: (B)(6) 2006, product type extension; product ID 37752, serial# (B)(4), product type recharger; product ID 3387s-40, lot# v009321, implanted: (B)(6) 2006, product type lead; product ID 3550-05, lot# n072462, implanted: (B)(6) 2006, product type accessory; product ID 748251, serial# (B)(4), implanted: (B)(6) 2006, product type extension. (B)(4).

Event description:
It was reported a power on reset (por) was found when the patient was seen for a stimulator check. It was not known what error code accompanied the por. The por was successfully cleared. It was noted there was a loss of stimulation and therapeutic effect with the left side implant. It was also noted the left side implant was off due to the por.